Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited increased gradients in the range of 50 to 70 mmhg after approximately 1 year post implant. A transesophageal echocardiogram obtained by the cardiologist demonstrated one of the stent posts was bent inward. The cardiologist recommended that the valve be explanted. The echo was reviewed by the surgeon, who did not believe that the gradients were valve related. The product was explanted and replaced without reported patient complication. The surgical path report indicated that the leaflets are soft and freely moveable and are firmly attached in their normal appearing positions. A 0.1 cm perforation is seen in one leaflet. The cloth to which the valves are attached shows fibrous overgrowth. The surgeon did not express dissatisfaction with the performance of the device.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Analysis: received in a specimen container partially filled with 10% formalin in a sealed bag placed in a biohazard zip lock bag in an explant kit box. Several pieces of host material were received with the valve. The non-coronary left stent post was bent in approximately 25 degrees. All leaflets are in the closed position with a sufficient depth of coaptation. All leaflets are slightly stiff but flexible. A small hole in the lunula of the left cusp appears to be due to contact with bias wear. Glistening off while pannus extends to the non-coronary left and left right stent posts along the outflow rails of all cusps. Pannus remains attached to the non-coronary left and left right commissures extending onto the outflow margins of attachment of the non-coronary and left cusps. Radiography shows trace mineralization in two host tissue pieces that were received with the valve. Review of the device history record shows that this product met manufacturing specifications when released for distribution. The bent stent post likely occurred during implant. Conclusion: host tissue overgrowth likely contributed to the reported device observations. Device explanted and replaced without reported patient complication.